Manufacturer narrative:
The returned device was evaluated and inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found along the fluid path. The device generated an 0x18 alarm, indicating that the reservoir had reached empty. The plunger was confirmed to be at 0% full. Timeouts were seen in the download data at the end of the device's run. These timeouts were caused by the plunger reaching the end of the reservoir.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear. As treatment, the patient received a manual shot of insulin and a new pod was applied.